Event description:
Routine complaint investigation when a consumer reported receiving a high reading on the precision xtra blood glucose monitor when compared to a laboratory value. The consumer repeated the laboratory comparions 2 additional times. The valves, for each comparison, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.